Event description:
Subsided expert stem.

Manufacturer narrative:
Complaint has been evaluated and is similar to report number (B)(4); 495-16-210, s800 - revision surgery, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.